Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. While a leak in the npwt system (pump/tubing/dressing) may lead to a loss of negative pressure, it will not directly cause or contribute to serious injury or death even in a clinical setting as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during a clinical study for chronic wound and on planned date of dressing removal (08-feb), patient stated light of the pico 14 device started flashing the day before. Dressing was applied on 01-feb on day 7 following inclusion in the study for chronic wound at which point pico14 started with use. The treatment was completed without delay using the same device. No other complications were reported.